Manufacturer narrative:
(B)(4). No product was provided to assist in this investigation. Based on the provided event description, the valve assembly leaked more than what is acceptable during an evar procedure. The outcome of the procedure was reported as successful. The patient did not experience any adverse effects due to this occurrence. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. The IFU provides warnings, precautions, and instructions for use regarding blood loss during evar procedures. Specifically, the IFU states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% leak tested and check-flo discs are manufactured per specification and inspected. The work order was reviewed, and there were no observations. This event was trended as minor harm. The failure mode assigned to this event is leakage. The appropriate internal personnel have been notified and we will continue to monitor for similar events.

Event description:
The valve assembly leaked more than what is acceptable during the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.